Event description:
It was reported that the patient received a notification due to an out of range lead impedance of 175 ohms. The lead trended measurements of 730-1000 ohms, and measured 730 ohms in clinic on (B) (6) 2010. The lead would be monitored.